Manufacturer narrative:
(B)(4).

Event description:
A pump motor stall was reported and confirmed as noted in event logs with no motor stall recovery recorded. The motor stall was caused by the pt having an MRI or other medical procedure. Per the reporter, the pt "just had an MRI and is checking pump status." The type of medication, concentration, and daily dose being administered via the pump were not reported. The pt's status was undetermined at the time of the report.